Event description:
Or staff report while preparing to introduce device to the surgical field it was noted the sheath appeared to have been crushed prior to opening package. Device visibly "flattened" despite protective cardboard packaging. New implant of same type/model/mfg obtained and used to complete procedure. No injury to patient. Just delay in obtaining new implant.